Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment for the peritonitis was not reported. On an unreported date, the pd catheter was removed and pd therapy was discontinued. On an unreported date, the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. The peritonitis was not resolved prior to death. No additional information is available.